Event description:
Patient reported "severe food intolerances, wide spread connective tissue pain, triggers points, chronic tension headaches, memory fog, loss of muscle strength, hair loss and fatigue". Later patient reported ¿stomach issues¿, ¿lost 30lbs in 6 months¿, ¿couldn't eat without severe stomach issues¿ which is not device related, ¿diagnosed with ibs (irritable bowel syndrome)¿ which is not device related, ¿started having widespread muscle/connective tissue pain¿ which is not device related, ¿chronic tension headaches¿ which is not device related, ¿diagnosed with fibromyalgia¿ which is not device related and ¿ruptured¿. Patient was prescribed acetaminophen, flexoril, gabapentin, ibuprofen, simethicone, wellbutrin and zeolite. This record is for the right side. The device was explanted.

Manufacturer narrative:
In response to FDA report numbers: mw5187587, mw5187588, mw5187589, mw5187590.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "severe food intolerances, wide spread connective tissue pain, triggers points, chronic tension headaches, memory fog, loss of muscle strength, hair loss and fatigue". Later patient reported ¿stomach issues¿, ¿lost 30lbs in 6 months¿, ¿couldn't eat without severe stomach issues¿ which is not device related, ¿diagnosed with ibs (irritable bowel syndrome)¿ which is not device related, ¿started having widespread muscle/connective tissue pain¿ which is not device related, ¿chronic tension headaches¿ which is not device related, ¿diagnosed with fibromyalgia¿ which is not device related and ¿ruptured¿. Patient was prescribed acetaminophen, flexoril, gabapentin, ibuprofen, simethicone, wellbutrin and zeolite. This record is for the right side. The device was explanted.